Event description:
The device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Based upon the visual examination and the inquiry info: a) the instrument was received empty, therefore no functional test could be performed, nor conclusions regarding cause reached. B,c) no functionality testing could be performed due to a broken cartridge nose weld. It was concluded that the "device jammed" may have been due to the broken cartridge nose weld. Co reviews each incident a s it occurs in an effort to continously improve co's products and process.